Event description:
The customer reported the ventilator had no flow output. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the blower to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. Failure of the blower as noted during service evaluation and testing could result in no ventilation during normal ventilation operation.